Event description:
It was reported that there was an insulation anomaly near the distal coil. The anomaly was found during the explant procedure. The lead had been implanted for a couple of years. No further details were available concerning the event.

Manufacturer narrative:
The event observed in the field was verified in the laboratory. The lead was abraded close to and underneath the rv shock coil, likely due to friction with another lead. The cables were exposed and movement led to further abrasions. The damage caused an intermittent short circuit between the rv shock coil and the pacing coil. The insulation of the is-1 connector leg was abraded as a result of friction to the ICD can..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.